Manufacturer narrative:
MDR reportability changed from product problem to adverse event during re-evaluation of complaints under class 1 recall for bacterial and fungal contaminants (FDA recall number: z-1730-2025).

Event description:
Customer reported visual contamination in 5 1- gallon jugs of bicarbonate. It was first discovered while a patient was being dialyzed. No patient injury reported.

Manufacturer narrative:
Testing results identified gram positive bacillus (3 ids) and dietzia maris in >300 cfu/ml ((B)(6)2025), and fungal ID cladosporium sphaerospermum ((B)(6)2025). Pending rdna sequencing for further microbial ID. Results are outside the acceptance limits for cfu counts according to ansi/aami 13959:2014, water for hemodialysis and related therapies, that requires the total viable microbial counts in dialysis water to be less than 100 cfu/ml.

Event description:
Customer reported visual contamination in 5 1- gallon jugs of bicarbonate. It was first discovered while a patient was being dialyzed. No patient injury reported.